Event description:
As reported to coloplast though not verified, the sling was placed on the left introducer properly and then physician inserted it through the dissection to the obturator muscle; as the introducer was removed the tip was bent and fell off.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.